Event description:
It was reported that the camera head experienced error e226 and image problem. The issue was found at the end of a laparoscopic procedure, when the operating room had been sterilized and the material had been checked. The procedure was completed using similar equipment. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the investigation was performed on the basis of the information provided by customer and regional repair center. The regional repair center was unable to confirm the customer failure. In addition, the following reportable malfunctions were identified during the device evaluation: because the coupler comes off from the scope and water tightness is lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: worn coupler unit, poor water tightness and cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head experienced error e226. The issue was found at the end of a laparoscopic procedure, when the operating room had been sterilized and the material had been checked. There was no patient involvement.